Event description:
Reporting status: serious injury/malfunction- permanent damage/hospitalization/required intervention. Reporting rationale: delay in procedure requiring surgical intervention. Device issue: failure to cross. It was reported that the pt had developed a perforation in the lad after a single pass with another company's cutting-balloon. Two attempts were made to deliver the jostent; however, it would not cross the lesion. A perfusion balloon was placed across the perforation and the pt remained hemodynamically stable and was taken to the operating room suite for emergency bypass. No add'l event or pt info is available.